Manufacturer narrative:
(B)(4). The stent remains in the patient. There was no reported product deficiency. Angina, ischemia, and restenosis are known adverse events of coronary stenting as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Reportedly, no pre-dilatation was performed prior to stenting. It should be noted that the IFU cautions the user that the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is unknown how, if at all, direct stenting contributed to the reported patient effects.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 2.5 x 12 mm xience v stent; 2.75 x 28 mm xience v stent (B)(4): no pre-dilatation (direct stenting). The stent remains in the patient. The lot number was provided. A follow-up will be submitted with all relevant information.

Event description:
Subsequent to the previously filed medwatch, additional information was received indicating that this patients chest discomfort was determined to be a q wave myocardial infarction that was caused by the target vessel. The coronary artery bypass graft surgery took place in three target lesions and one non-target vessel with three saphenous vein grafts and one arterial graft.

Event description:
It was reported that on (B)(6) 2009, the patient underwent stenting in the predilated first diagonal artery with one 2.5 x 12 xience v stent, the predilated proximal left anterior descending (lad) artery with one 2.75 x 28 xience v stent, and direct stenting in the first obtuse marginal (om1) artery with one 2.5 x 28 xience v stent. On (B)(6) 2010, the patient experienced chest discomfort. On (B)(6) 2010, the patient was admitted for coronary artery disease. On (B)(6) 2010, a diagnostic coronary angiogram was performed where 100% in-stent restenosis was identified in the index om1-lad along with 100% stenosis in the lad, and 75% stenosis in the right coronary artery. There was no indication of a thrombosis. On (B)(6) 2010, the patient underwent a coronary artery bypass graft in four lesions, one of which was the om1. The patient was given aldactone and furosemide. The event resolved on (B)(6) 2010 upon discharge. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. There was no reported product deficiency. Myocardial infarction is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch filed, additional information was received indicating that the correct size of the xience v stent implanted in the first obtuse marginal was 2.5 x 08.